Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. No findings in the visual test. There are photographs of the defective device. Based on the investigation results, the customer¿s allegation is confirmed, but there is no evidence of a systematic issue. The defective unit is attributable to a temporary malfunction on the fipg adhesive dispense station, which accidentally dispensed an inadequate amount of fipg. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective action will be implemented at this moment; however, there will be monitoring of the recurrence of this type of defect and if a trend will be identified, a corrective action will be recommended.

Event description:
It was reported that cannula inserted feather of plastic left after performing the cannulations or deploying the cannula. There was patient involvement but no patient harm or injury/adverse event reported.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.